Event description:
Prisma access and filter pressure pods are not accurate. Access pressure found to be +68 and the filter pressure was -68. Pod repositioning done two times without success. Nightshift nurse had performed the repositioning throughout the night. Blood returned to patient and new set up primed and patient placed on continuous renal replacement therapy (crrt). Initial self test passed and once patient on machine initial pressure was access minus 88 and filter pressure was 234. Fifty minutes later, access pod was again positive, filter pod negative; repositioning done. Numbers remained off. Machine #3 removed and machine #1 primed. Filter pod initially negative and access pod again positive, and despite opposite pressures, the machine did not alarm. Of note: there was no issue with the patient's femoral line. Concerns: 1)machine not alarming despite opposite pressures. 2)access pressure pod flat and blood not filling pod. 3)air is getting past access pod. 4)per director of clinical engineering, the testing on the pressure valves revealed that they are leaking. The procedure used to test for leaking was not included in gambro training/school; it is not noted on their preventitive maintenance(pm) checklist, and the technical bulletin released on auto repositioning does not refer back to the section in the service manual which addresses this. The bulletin takes you up to the valve, however, does not provide information for testing the valve for leaking, nor does it refer back to the service manual for additional guidance. The gambro technician on site had to call his supervisor, who made yet another call, to obtain the information needed to perform the test. As this 3 part leak test would be vital for assuring proper functioning of the machine, and therefore for patient safety, it would seem that it should be included on gambro's pm checklist. The problem continues and we were told by gambro that they do not have the equipment to replace our machines, but they will work to repair them.